Manufacturer narrative:
The autopulse battery (B)(4) was evaluated at azm zoll (B)(6) on (B)(6) 2016. During the visual inspection, no physical damage was observed. In summary, when the battery was received for evaluation it showed green led status, indicating it was fully charged. The battery was placed in an autopulse and the autopulse battery indicator/icon showed the battery was fully charged. The battery was then placed in a multi-chemistry charger (mcc), which showed it was fully changed. The battery was tested again with another mcc, without issue. Based on the testing results, no problems found and it was determined that the battery works as intended.

Event description:
It was reported that during a shift check the autopulse battery (B)(4) showed low battery level while being tested in the autopulse platform. However the autopulse battery indicator showed "green" led (meaning a full battery). To troubleshoot the issue the platform was tested with other batteries without issue. The battery (B)(4) was re-tested the following day and the same problem occurred.